Event description:
It was noted all the broken fragments were removed from the patient. There was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 309.600, lot: 2157496: manufacturing site: selzach, supplier: sphinx ag: release to warehouse date: 27. Feb. 2006: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual inspection has shown that the drill bit shaft is broken close to the quick coupling. The broken shaft is not returned. The cutting edges of the drill bit are in a very poor condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the visual inspection has shown that the drill bit shaft is broken close to the quick coupling. Therefore, this complaint is rated as confirmed. The broken shaft is not returned for further evaluation. The cutting edges of the drill bit are in a very poor condition. The broken surface is homogenous what indicates material conformity to the specification as well. Based on the provided information we are not able to determine the exact cause of this complaint. The wear and tear indicate that the product was often and intensive used instrument (manufactured in february 2006). We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. In this context, we would like to draw your attention on page 7 in the leaflet ¿important information¿ in the relevant technique guide: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, two drill bit broke intra-operative due to hard bone. This report is for one (1) 17.8mm drill bit large qc/312mm. This is report 1 of 2 for (B)(4).